Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as a pressure point under the back te pad. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed a dressing over the irritation. Outcome of the irritation is unknown.